Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer confirmed that the pump was exposed to a temperature change just prior to the occlusion alarm as it was removed from laying against the skin. It was reported that the customer's blood glucose (bg) level was 319 mg/dl. The customer changed the infusion set and a bolus was delivered to address the bg level. The customer was to carry the pump in a case.